Event description:
It was reported that the insulin pump was not delivering the basal rates. Customer experiencing high blood glucose reading in the 500 to 600 range. Customer had received cortizone shots. The basal rates were increased by 20 % two weeks ago. The current blood glucose reading is 459 mg/dl. Customer has treated with manual injection. Customer experiencing dizziness, cramps in hands, legs, feet, dry mouth, achy and rash on the arms. Customer stated that the rash is probably a fungus from the high blood glucose. During troubleshooting, the time and date is correct. The programming is correct. The insulin pump failed the high pressure test twice. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.